Manufacturer narrative:
Complaint conclusion: as reported, a 6f/7f mynxgrip vascular closure device (vcd) was defective because the sleeve would not retract. The procedure was completed using manual pressure. There was no reported patient injury. There was nothing unusual noticed with the device. All patient anatomy seemed correct. A 6f non-cordis sheath was used. Procedure was an arterial case. The device was not returned for analysis. A product history record (phr) review of lot f2303101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant device deployment jam¿ could not be confirmed as the device was not returned for analysis. The cause of the failure experienced by the customer could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, it could be attributed to the hydrogel pre-swelling or damages in the procedural sheath. According to the instructions for use, which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) was defective because the sleeve would not retract. The procedure was completed using manual pressure. There was no reported patient injury. There was nothing unusual noticed with the device. All patient anatomy seemed correct. A 6f non cordis sheath was used. Procedure was an arterial case. The device will not be returned for evaluation.

Event description:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) was defective because the sleeve would not retract. The procedure was completed using manual pressure. There was no reported patient injury. There was nothing unusual noticed with the device. All patient anatomy seemed correct. A 6f non cordis sheath was used. Procedure was an arterial case. The device, along with the sterile devices remaining in the box, will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.